Event description:
A site representative alleged that, while in a procedure, the cooling catheter system (ccs) was faulty allowing the tip to char during ablation. The site removed the catheter and placed it with another. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Site declined to provide patient information. Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. Return requested. Replacement core fiber 15mm tip shipped to site. No parts have been received by manufacturer for analysis.